Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired multiple times. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by "device misfired?" Clips did not form properly on tissue. Did device not deploy clip onto tissue? Clips deployed but were not completely formed did device not feed clip? Clips feed. Did device fire malformed clip? Correct, were not fully formed. Did device fire scissored clip? No the er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed thirteen conforming clips. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.